Event description:
"Heat treat" blanket was used on this pt to assist with normothermia, given this pt had a surgical procedure. The post-operative night, it was discovered that pt had developed reddened areas that eventually blistered on his chest and upper abdomen total of 4 areas. Through investigation, it was discovered that the product had been used according to specs. Dose or amount: na. Frequency: na. Dates of use: (B) (6) 2010 - (B) (6) 2010. Diagnosis: normothermia pre-op, intra-op, and post-op. Event abated after use stopped or dose reduced?: no. Heat treat medical blanket product trial began on (B) (6) 2010, total of 48 blankets trialed prior to this event, trial immediately discontinued at that time.